Event description:
The user facility reported injury to a patient in the catheterization lab for a non-stemi, where an attempt was made to aspirate a clot. Using a right radial approach with a 6f guide ebu, a percutaneous coronary intervention (pci) with a 2.5mm balloon was performed. The priority one catheter crossed, and the clot was aspirated. However, as the catheter was being withdrawn from the third diagonal, resistance was encountered, and additional force used to remove it caused the tip on p1 to dislodge and remain inside the coronary artery. The patient was stable but was transferred to the for further intervention, which was not performed as the patient remained stable. The procedure conducted was a heart catheterization, with no blood loss reported. The patient has a history of chest pain.